Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur. This report reflects the combined initial and final report.

Event description:
Procedure performed: lap. Hysterectomy device worked well ( good sealing) , surgeon was satisfied, except for maniability and ergonomy. She was a bit stressed and probably pressed the handle too strongly since the beginning. At a time, the jaws kept closed on tissue. 5-6 tries before it opens again. No injury to the patient. Another device was used to finish the procedure patient status: did a patient injury or illness occur associated with the complaint event? No